Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was not returned with the original guidewire inserted. Functional testing was performed, and a wire was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Based on all the available information boston scientific was able to exclude any device problem. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, the catheter was prepped with no issues and inserted into the body. While catheter was in the body the guidewire had become difficult to advance and retract. Catheter was removed from the body and tested on the back table with a new guide wire. Guide wire was easy to advance but took some force to get it to retract. The catheter was replaced and the procedure was completed without patient complications.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, the catheter was prepped with no issues and inserted into the body. While catheter was in the body the guidewire had become difficult to advance and retract. Catheter was removed from the body and tested on the back table with a new guide wire. Guide wire was easy to advance but took some force to get it to retract. The catheter was replaced and the procedure was completed without patient complications.